Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an ent procedure, in addition to the plasma generated at the front end of the evac xtra coblator I wand, the water outlet position part of the wand was also showing excitation. Surgery was completed without delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H11: corrected data. Added PMA/510(k)number on section g4.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Fluid is in the fluid lines. Electrodes have been used. Bio debris is present. The wand is bent from use. The black shrink wrap is deformed at the distal edge. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found it registered settings (7,3). Coagulation was generated as intended. Saline is leaking from under the black shrink wrap at the distal edge. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information in d4 & h4 (exp. And mfg. Dates).